Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has been retuned to the manufacturer and an investigation into the root cause for the event is currently in progress. The results of the device evaluation will be sent via a follow-up medwatch.

Event description:
As reported (B)(6) 2012, approximately one year after a (B)(6) female patient had an endovenous laser treatment procedure, am approximate 7-8cm piece of the laser fiber used during the case migrated out of the patient's calf while at home. The treating physician conducted an exam to ensure that there were no remaining pieces of the device remaining in the patient. The exam verified that there were no foreign bodies left in the patient. There were no reports of permanent harm or injury to the patient due to this product problem. There was no indication that there was an issue during or after the endovenous laser treatment procedure approximately one year ago. The treatment was successfully completed without complications. After the completion of the endovenous laser treatment procedure and the reported event, the patient had one ultrasound follow-up and one treatment with scloerocopression therapy and a regular follow-up. Nothing of note was observed during these visits. The patient is reported as being well.